Event description:
The customer reported questions about battery. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.